Event description:
Pt reports curlin pump has air in line error the past couple infusions. Dates of malfunctions are unknown. As not reported. Pt was able to infuse successfully; however, home health care nurse was unable to resolve error even after replacing supplies and making sure air is not in line. Pump serial number: (B)(6). No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was completed. Device is available for return. Pharmacy replacing device. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.